Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device did not alarm when a distal occlusion was present. This was due to a broken distal pressure sensor pin tip.